Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, an in.pact admiral paclitaxel eluting balloon catheter was used to treat the left distal sfa. Approximately 9 months post procedure, severe aortic valve stenosis was reported which was treated with medication. Patient died a month later ((B)(6) 2019). Death was classified as cardiac death. Investigator and safety assessed event is not related to device, procedure and paclitaxel.